Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a5 and a6: no information available. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that a patient was connected to a carescape r860 when it was alleged the unit stopped ventilating. It was reported that the patient desaturated. Staff arrived in the room and found that the ventilator had allegedly stopped functioning. The patient was re-adjusted to a bag-valve-mask, the inspiratory valve was changed, and a new self-test was performed and found to be satisfactory. However, the device continued to not function. The patient was placed on a different ventilator to proceed with the case and recovered. There were no patient sequelae reported.